Manufacturer narrative:
Stryker did further evaluation of the therapy pcba and found capacitor c223 shorted. Removing the shorted capacitor allowed normal operation. The root cause of the reported issue was a shorted capacitor, c223.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's defibrillation charge is inoperative. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's defibrillation charge is inoperative. As a result, defibrillation therapy may be delayed or unavailable, if needed.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was duplicated and verified. The therapy pcba was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.